Manufacturer narrative:
The lot history records of the reported lot numbers has been reviewed through and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire was found outside catheter. As received, the pipeline was still attached to the pushwire. The tip coil appeared to be damaged. The distal end of the pipeline was not opened due to damaged braid. The proximal end of the pipeline was found fully opened with damaged braid. No other anomalies were observed. Based on the above findings, the customer's complaint was confirmed. It is possible that the tortuous anatomy and the damage to the braid may have contributed to the reported issue subsequently causing failure to open at the distal end. The tip coil was also damaged. However, the cause for damages could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Note: per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. Same event as reported in MDR# 2029214-2015-00851

Event description:
Medtronic (covidien) received report that two pipeline flex with shield devices did not open completely during treatment of an unruptured, saccular, multilobulated aneurysm in the left internal carotid artery (ica). The aneurysm was precoiled and the plan was to then use a pipeline flex with shield technology. Gaining access was not difficult, but the anatomy was severely tortuous especially at the treatment zone. The distal end of the pipeline flared open, then appeared kinked 4 mm from the proximal end and would not open (MDR #2029214-2015-00851). The device did not open proximally, which was around a very tortuous curve in the ica. The physicians felt the proximal end was twisted; they tried loading and unloading, resheathing, deploying more distally but the device still did not open. The microcatheter and pipeline were both removed. Another pipeline flex with shield technology was then used. The distal end behaved the same as the first pipeline: the end flared but then the stent would not open at all distally. The physician was able to open the stent proximally in this case but not the distal end which appeared ribboned and twisted. The microcatheter and pipeline were both removed. The aneurysm had been coiled, therefore the aneurysm was secure and there were no complications to the patient from the procedure.